Event description:
A customer reported that the adc device would not power up anymore, therefore, was unable to obtain glucose readings. As a result, on (B)(6) 2022, the customer had a seizure and eventually was capable of self-treatment with "limptar tablets in the morning and in the evening." No third-party treatment was provided. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.